Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a guide wire detachment occurred. The 100% stenosed lesion was located in the severely tortuous and non-calcified left leg vessel. Vascular access was obtained via the femoral artery. The physician advanced the 185cm pt2 moderate support guide wire and no resistance was noted. As, the non-bsc cto catheter was advanced over the pt2 guide wire proximal to the lesion, approximately 11mm of the distal tip of the pt2 guide wire sheared off in the collateral branch off the left superficial femoral artery (sfa) and did not migrate. The physician attempted to snare the detached pt2 guide wire tip; however, these attempts were unsuccessful. The detached pt2 wire fragment remains in a collateral branch off the sfa and does not pose a risk of migration or harm to the patient. The procedure was completed with a different guide wire. No further patient complications were reported and the patient's status is ok.